Event description:
It was reported that one or both of the patient¿s implantable neurostimulators (ins) had turned off multiple times. A power on reset (por) was displayed on the patient programmer. After the patient¿s healthcare professional (hcp) turned the inss back on they were working normally. Refer to manufacturer report #3004209178-2015-08412.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).